Event description:
A patient reported that about 4 months ago, he experienced the tubing separating from the luer lock on his infusion set. He stated that he experienced elevated blood glucose values (290 mg/dl) for about 2 days. He stated that the only symptom he was experiencing was feeling tired. The pt reported, he administered boluses to reduce his blood glucose values but they continued to run high. The pt reported on the second day of his blood glucose values running high, he smelled insulin and reached into his pocket where he keeps the infusion device and found it to be wet. He noticed that the tubing had separated and insulin was leaking out. No medical intervention was required. The pt changed his infusion set and administered boluses to reduce his blood glucose values. The pt does not have any of the product remaining; therefore, no product will be returned for eval.

Manufacturer narrative:
Product not returned for eval. Issue described to agency in recall.